Event description:
During preparation for use in a cardiopulmonary bypass procedure, the pump console did not display the expected messages concerning the status of the battery backup system. There were no adverse consequences to the patient as a result of this event.